Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information obtained is limited to the article. Additional information has been requested. The journal article did not include any analysis of how or if the 3dmax mesh potentially caused or contributed to any patient outcome or complications. Hernia recurrence, seroma, inflammation, and pain are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2016 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article, ¿clinical data analysis for treatment of adult inguinal hernia by tapp or tep." The aim of the study was to compare the efficacy of laparoscopic tapp (transabdominal preperitoneal) and laparoscopic tep (totally extraperitoneal) in the treatment of adult inguinal hernia. A retrospective analysis of 686 adult patients with inguinal hernia admitted to hospital from the period january 2016 to december 2020. According to different surgical methods, they were divided into two groups: a tapp group (n=361) and a tep group (n = 325). All hernia repairs included the use of bd/bard 3dmax (15 cm x 10 cm) mesh. Post operative complications reported for both groups included hernia recurrence (2), seroma (4), post operative fever (4), post operative hemorrhage (3), chronic pain (3), uroschesis (13), epididymitis (1), atrial fibrillation (2) and pulmonary embolism/deep vein thrombosis (2). In the tapp group, one of the 361 patients had hernia recurrence within 1 year after surgery and the recurrence rate was 0.28 %. In the tep group, one of the 325 patients had hernia recurrence within 1 year after surgery and the recurrence rate was 0.31 %. The results of the study showed that there was no statistically significant difference in postoperative complications between the tapp group and tep group. In both cases, the recurrence site was the same as the original surgical site. This lower number of patients who experienced recurrence may be related to the fact that the surgeons in this were all from an experienced team. In conclusion, it was stated that tapp and tep are safe and effective surgical methods in the treatment of adult inguinal hernia. However, compared with tapp, tep can significantly shorten the operative time, reduce intraoperative trauma, and limit postoperative pain in the treatment of adult inguinal hernia. Furthermore, it does not increase the rate of complications or recurrence.